Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device shows not in service. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device showed 'not in service'. A field service engineer found the station in out-of-service status after being in storage for a while. The fse logged in as support, deleted the database, repaired the application, performed synchronization, and had the user log in. The system functioned as intended after the field service engineer troubleshot the device.